Event description:
It was reported that a pump declared a cartridge alarm while in use, identified as alarm 20. There was no adverse impact to the customer's blood glucose level. The caller attempted to resume insulin therapy by loading a new cartridge, but the alarm persisted. Customer technical support (cts) arranged to replace the pump, provided instructions on how to return the defective device, and ensured the customer knew how to switch the pump to storage mode before returning it. The customer will continue using the current pump until the replacement arrives.